Event description:
It was reported that a device has an inoperable keypad. The customer stated the keys: #0, 1, and 2 work intermittently. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is complete.